Manufacturer narrative:
Date of submission 25-may-2018 the device has been returned and evaluated by product analysis on 21-may-2018 with the following findings: review of the black box data revealed record of call service alarm 052/054 post call service 064-0008 alarm with a power on reset. The call service alarms cleared the next time the pump was powered on. Further investigation of the alleged cs 052.054 alarm was not possible due to an unrelated pump failure that prevented pump rewind and exercise. No conclusions can be made.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.